Event description:
Device analysis noted stretched outer member and inner member proximal to the proximal balloon seal. Account confirmed the stretching occurred during the procedure.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported stretching was confirmed; however, the reported inflation issue could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous, de novo left anterior descending artery. While attempting to pre-dilate, the 2.75x08mm nc traveler balloon dilatation catheter failed to inflate. A new 2.75x12mm nc traveler bdc was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis noted stretched outer member and inner member proximal to the proximal balloon seal. Account confirmed the stretching occurred during the procedure.